Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the joystick will not work. She said it's moving slow and then all of a sudden it will lurch forward.